Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for cups with a cloudy appearance with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for cups with a cloudy appearance with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Event description:
It was reported that foreign matter was found before use with a bd vacutainer® urine collection cup. The following information was provided by the initial reporter (finish translation), "this is a third lot where customer has found cups with different quality that have used to have at the past. They do not want them for patient urine collection because they look like they have been used before. Also effects to samples is unknown. Outlook of urine cups are cloudy 7 occurrences were reported.